Event description:
It was reported that a cartridge alarm 1 occurred during load sequence and a separate cartridge alarm occurred. Reportedly, the customer had filled the cartridge with 300 units of insulin. The customer's blood glucose level was 250 mg/dl. A cartridge change was performed resolving the issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.